Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's battery was found to be depleted. The device was put through extensive testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing using a test battery without duplicating the report. The battery was scrapped and replaced. Analysis of reports of this type has not identified an increase in trend.